Event description:
On (B)(6) 2024, during follow up of an alizea pacemaker with a smarttouch programmer with the software 3.16 installed, it was impossible to interrogate the implant, as the message "erreur de communication" (communication error) appeared. The physician had to disconnect the smarttouch from the base in order to have the communication. The same problem was observed by the user the on the (B)(6) 2024 with an other alizea pacemaker and also with a kora 250 pacemaker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The behaviour reported seems related to the cpr4 telemetry head sensitivity to the environment in which it is used. Indeed, according to the analysis performed there¿s no evidence of any software issues or any problem in the connection between the cpr4 telemetry head and the smarttouch programmer. The reported behaviour seems to be related to a difficulty in the communication between the telemetry head and the implanted device due to electromagnetic interference. This interference could be generated by the equipment present in the room and near the programming head, such as screens, chargers used for laptop or tablet or a motorized seat or table. As reminder, the led lit in the telemetry head ensures to correct localization of the implanted device and is not an indicator of the quality of the telemetry communication. It is recommended to perform the follow-up visits in a different room, with less equipment present. Based on the available information, no issue is suspected on the smarttouch programmer.